Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres, the balloon ruptured. The device was removed without issue. The procedure was completed with a different device. No patient complications were reported.